Manufacturer narrative:
.(B)(4): evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. On (B)(6) 2014 low vault and lens opacity was observed and the patient experienced blurred vison. The lens was exchanged for a longer length which resolved the vaulting issue, however, the cataract progresed. The second lens was removed, the cataract was extracted and an iol was implanted. The patient's last ucva was 20/60.

Manufacturer narrative:
Visual inspection of the returned product showed the lens was received dry with a torn haptic. There was evidence of a clear surgical residue. The lens was re-hydrated in bss and both the width and length of the lens was re-measured and found to be within original design specifications. A lens work order search revealed there were no similar complaints within the work order. Medical review of this file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint events(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. According to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst, ect). In cases of postoperative low vaulting staar recommends the icl to be left implanted if no cataracts or rotation are noted or in cases where there is a trace anterior sub-capuslar cataract with no progression. Staar believes that the action to remove and/replace the icl increase the risk for anterior sub-capsular cataract. Based on the complaint information, work order search, medical review and evaluation of the returned product, a probable root cause of the inadequate vaulting has been determined to be related to inaccuracy of the white to white measurement or mismatch between white to white and the sulcus to sulcus diameter. The most probable cause of this event is low vault secondary to a short lens. (B)(4).